Event description:
Customer reported battery leak in their leadcare ii analyzer. Customer indicated running the analyzer with leadcare original power cord while having batteries installed. Technical service informed customer not to use the power cord and batteries at the same time, as indicated in the user's manual. No injuries were reported. Analyzer returned to manufacturer for evaluation.

Manufacturer narrative:
This product malfunction did not cause a serious injury or death. No patient injury or harm resulted from this event. Magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury due to becoming in contact to battery acid.